Manufacturer narrative:
The investigation determined that a customer obtained a non-reproducible, higher than expected vitros tsh quality control result while using the vitros 5600 system. Root cause for the higher than expected results could not be determined, however, the possibility that poor sample handling or an unexpected reagent performance had contributed to the results could not be ruled out.

Event description:
A customer obtained a non-reproducible, higher than expected vitros tsh quality control result (biorad lot 40771= 1.643 vs. Expected result=0.638 miu/l ) while using the vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).